Manufacturer narrative:
The customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle tip was not returned alongside the microtip. Due to the state in which the device was received, functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, at 6:52 cutting time into the procedure, the needle detached from the microtip handpiece. As the doctor was removing the microtip from the patient, the needle tip fell out of the handpiece on the sterile field. Nothing remained lodged in the patient. A delay of 5 minutes resulted as a new microtip was prepped and the procedure was completed. There was no harm, injury or complication to the patient caused by the failure.